Event description:
It was reported that the syringe 10ml saline fill china sp experienced a pre-filled syringe incorrect fill with less than specifications. Product defect was noted prior to use. The following information was provided by the initial reporter: after the product was opened, resistance was released to push the exhaust, and 4ml of liquid was found to be missing. The white cap had not been removed.

Manufacturer narrative:
Investigation: one sample and one photo were received for evaluation. One sample was received. It has 6ml of solution. The photo shows this syringe upside down showing the 4ml solution missing. This would have been caused during the filling process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline fill china sp experienced a pre-filled syringe incorrect fill with less than specifications. Product defect was noted prior to use. The following information was provided by the initial reporter: after the product was opened, resistance was released to push the exhaust, and 4ml of liquid was found to be missing. The white cap had not been removed.